Manufacturer narrative:
(B)(4). Device evaluation: complaint device was returned for evaluation. Visual inspection at 10x magnification was performed. The lens was observed cut in two portions. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to lens removal process. The reported complaint cannot be confirmed. A manufacturing record review was conducted. The device was manufactured within specifications. The units were released according to specification. There are no associated nonconformity reports or deviations. During manufacturing process, all lenses are inspected under 10x microscope magnification and defective lenses are rejected. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, complaint data review, returned device analysis and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was explanted as patient experienced visual disturbance and mechanical complication of the lens. Reportedly, patient needed 1.5 diopter difference. There was no incision enlargement, no vitrectomy or no sutures done. No further information was provided.